Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the r wave amplitude was very low in right ventricular (rv) tip-rv ring since implant. Device sensing configuration change from tip to coil did not improve the readings. The doctor attempted to reposition the lead but doctor not find a place in the rv with better parameters. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified.